Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while insertion to pre-peritoneal space during a laparoscopic procedure, the valve seal was disengaged and was retrieved using a laparoscopic instrument. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) received one device without the appropriate packaging. The visual inspections noted that the valve seal was disengaged. The balloon, lock collar and doors appeared intact. The obturator and inflation bulb were received. A functional evaluation found that the balloon was inflated with no leaks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the disengaged valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.